Event description:
It was reported that the micro sagittal saw heated up at the beginning of a bunionectomy procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was found to be broken. The presence of a broken eccentric ball bearing is likely to cause or contribute to the handpiece heating up.